Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. The customer's blood glucose level was unknown. The customer reported that the error occurred during the self test. They stated that they performed another self test and another hardware low level failure error occurred. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.